Event description:
A patient reported blood glucose reuslts of "79 mg/dl" and "190 mg/dl" with a lifescan meter, performed within 10 mintues of each other. Patient also tested with the dr's meter and obtained the result of "94 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.